Event description:
It was reported that a mini vision (2.25x08) stent was advanced through the circumflex artery. It could not pass through an existing stent and it was withdrawn. It was noticed that while the stent was still intact on the delivery system, it had moved on the balloon and was covering the distal marker, flared at the distal end. A second mini vision stent (2.25x12) was inserted and became stuck while attempting to cross the existing stent. It was also withdrawn through another co's rotating hemostatic valve (rhv). The stent came off the delivery system at this point, but it was not noticed. Another co's balloon was then inserted and th lesion at the existing stent was dilated. When it was withdrawn through the rhv, the second mini vision stent was found to be mounted on the balloon. Further investigation revealed that both of the stents were placed under negative pressure before use. Also, the seal of the rhv valve was reasonably tight at the time of withdawal of all devices.